Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting high out of range shock impedance measurements of greater than 120 ohms. No changes have been made and the ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.